Event description:
This complaint was reported on (B)(6) 2009 as bravo capsule which failed to calibrate. During investigation in given's laboratory performed on (B)(6) 2009, it appeared that the actual root cause was bravo capsule which failed to attach.

Manufacturer narrative:
No pt injury has occurred following this incident.